Event description:
When the pt was coming off bypass after surgery, blood was noted in the gas shuttle line. The iab was removed and not replaced since there was no need for replacement. There were no pt complications.